Event description:
It was reported that during surgery the device injured patient. The equipment tore off the patient skin. The width of the cutting blade is not uniform. There was no delay reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was found to be out of calibration at the 0 and 10 readings. The spring, pins, shaft bearings, and sleeve bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device injures patients. The width of the cutting blade is not uniform. There was no delay reported. Due diligence is in process. No additional information has been received to date. No adverse events were reported as a result of this malfunction.